Event description:
It was reported there was a catheter failure. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model 8703w, lot# l51342, implanted: b)(6) 1998, explanted: (B)(6) 2005.